Event description:
Pt reportedly shocked during lithotripsy procedure.

Manufacturer narrative:
Hosp rpt'd on 8/19/97 that the anesthesiologist though the pt had received too much anesthesia, and that the pt likely experienced a muscle spasm, not a shock. Biomedical technician tested the lithotriptor unit and found no problems.